Event description:
The affiliate reported - suddenly the patient reported a reduction in the effectiveness of the item. After checking the catheter they found a leakage 1cm behind the connector. The patient fell and the surgeon assumed that at this moment the catheter was damaged during the fall. The event occurred six months after implantation.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that this complaint has been confirmed. Evaluation of the catheter revealed a cut close to where the catheter is connected. High powered magnification revealed that the cut is a clean cut and is consistent with damage introduced by a sharp object such as a blade. The exact cause of this cut could not be verified, however; it is likely that this damage was introduced during implant or explanting the catheter. These catheters are inspected prior to being released to inventory; damage such as cuts would have been detected during the inspection process. The device history records were reviewed and it verified that there were no discrepancies during manufacturing. This catheter met all manufacturing testing requirements. Complaints will be monitored for this for similar incidents for this product code and lot number. At the present time this complaint is closed.